Event description:
The event involved a chemolock¿ that was reported to have detached from the primary tubing which caused a spill of chemotherapy during a patient's infusion. The customer then tried replicating the scenario using the primary line and chemolock connector. As a result, it was determined that the chemolock spinning device can be easily detached by any of their staff (pharm and rn) even after activating without damaging the tip or the lock. The facility was not sure if they were doing something different but they were certain they heard the click after activating it. The site does not piggyback their chemotherapy medications. Conversely, they use the primary line with the y-site to the tkvo line, which is also a primary line. No secondary tubing sets were used during the incident. The primary IV line running chemotherapy disconnected from the chemolock connection point. However, the chemolock and chemolock port remained intact and connected to the y-site of the tkvo line. Even after following the instructions provided to them, their staff was still able to disconnect the chemolock from the primary IV tubing. The customer expressed concern that the safety feature of the ICU medical chemolock was not working effectively. There was patient involvement and no human harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.